Manufacturer narrative:
(B)(4). Upon unit shutdown, the ventilator did not alarm. The membrane was replaced and the device passed all testing.

Event description:
During service, the ventilator did not alarm during shutdown. There was no patient involvement.